Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported via e-mail stating that the tampons are defective and the strings are not attached on half of the tampons in the box. She stated that the other half of the tampons in the box are exploded. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.